Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer¿s blood glucose level was 400 mg/dl. A supply change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.